Manufacturer narrative:
(B)(4). Batch # unk. Additional information was received: left pneumothorax: severity: mild, is the adverse event serious? No, relationship with study device: possible, relationship with study procedure: causal relationship, outcome: recovered/resolved, post-operative pain: severity: mild, is the adverse event serious? No, relationship with study device: not related, relationship with study procedure: causal relationship, outcome: recovered/resolved. Left basilar atelectasis: severity: mild, is the adverse event serious? No, relationship with study device: not related, relationship with study procedure: possible, outcome: recovered/resolved. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the patient¿s diagnosis? What was the exact procedure? What was stapled? Does the surgeon believe it was a real pneumothorax or a residual pleural space issue? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(4): (B)(6) event left pneumothorax. Relationship to primary study procedure: causal relationship.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2022 additional information received: adverse event term: post-operative pain. Medication: yes. Updated: observation value "yes" has been changed to "no". Relationship to primary study procedure: causal relationship. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what kind of drug therapy/medication was provided to the patient? Was it prescription, IV, or over the counter?